Event description:
Same case as MDR# 6000093-2006-00417. Uf/importer report # 070028-2006-05 it was reported that during a coronary artery drug eluting stenting treatment procedure there was withdrawal difficulty, a shaft fracture and a dissection. The pt experienced an acute myocardial infarction and was referred for cardiac catheterization. A 6f rnway al1 guide catheter was placed and the physician direct stented a 2.5x16mm taxus express2 drug eluting tent in the posterior lateral portion of the right coronary artery (rca). This lesion was severely tortuous and 80% stenosed. After deployment of the stent, the physician was unable to withdraw the stent delivery system (sds) as the ballon was sticking to the stent. Multiple attempts made to remove the sds caused the guide catheter to deep seat which led to a dissection in the rca. Shaft fracture of the sds occurred inside the pt. The physician placed a bare metal liberte stent of unk size and crushed the remaining fractured shaft with the 2.5x16mm taxus express2 stent and balloon up against the wall of the rca. The physician placed an unk number of bare metal stents to treat the dissection, which restored blood flow to the vessel. The pt required placement of a balloon pump (iabp), intubation and vasopressors. The pt did well and was discharged from the hosp four days later.